Event description:
Customer reported receiving persistent motor error alarms and no delivery alarms from the insulin pump. Customer reported that the no delivery alarms were resolved by a complete set change. Customer reported being unable to complete the rewind sequence. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's reported blood glucose value was 250 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip and missing end cap sticker.